Event description:
There was an allegation of questionable glucose hk results for 2 patient samples on a cobas 4000 c311 stand alone system. The customer stated that they had been experiencing abnormal sample aspiration for the past 15 days, as well as fluctuating test results without any alarms. Sample 1 had an initial result of 134.1 mg/dl. The repeat result was 87.4 mg/dl. Sample 2 had an initial result of 130 mg/dl. The repeat result was 85 mg/dl.

Manufacturer narrative:
The glucose reagent lot number is 860090. The expiration date was not provided. The field service engineer (fse) replaced the pipette and cleaned the washing rinse. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.